Event description:
It was reported that customer reported problem should be a check clutch error not latch failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no signs of external damage. A review of the event history log (ehl) identified check clutch plunger lever. During the functional testing the reported issue was able to be duplicated. The clutches were found slipping due to normal wear. The root cause of the issue was due to normal wear as the pump was over 11 years old. Replaced clutch halves and leadscrew, cleaned, and greased the whole motor assembly. Performed preventative maintenance and all functional testing. UDI information unknown.